Event description:
11/2001-baxter clinical education department was notified of an alleged pt death following transfusion of a split platelet product. The platelet product was obtained using the amicus cell separator. 11/2001-follow-up by product surveillance indicated that 13 minutes into transfusion of the split platelet product, the pt exhibited rigors with chills and an increase in body temperature with subsequent drop in blood pressure. Transfusion was terminated approx 2 minutes after symptoms. The pt was treated with various antibiotics (vancomycin, tobramycin, ceftanadine, acytlovine). 11/2001-the pt expired. Pt info: pt with neutropenia/leukemia. Pt was on vancomycin prior to transfusion reaction. Pt's history indicates that on 9/2001, pt developed hives during red cell transfusion. Donation info: repeat apheresis donor. Temp:98.3 f; total wb processed: 3803ml; total acd 392ml; wb/acd ratio: 10:1.